Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed a ¿speaker malfunction¿ inop message was displayed on the device. The brt replaced the speaker assembly to resolve the issue.¿ the device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the monitor had a ¿speaker malfunction inop" error message and confirmed to have no sound. The device was not in use at the time of the event. No adverse event occurred.